Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and found damage to the cassette/cassette sheeting (cracked cassette and cuts in cassette sheeting on both sides of cassette). Marks were also observed on the cassette that is indicative of pouching equipment (flow wrap). Clamp function test and clear passage test were performed with no issues noted. Leak testing was performed and a leak through damaged cassette/cassette sheeting was observed. A short simulated therapy was performed and a reload the set 157 occurred during self-testing. The reported condition was verified. The assignable cause was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During testing of the cassette sample received for evaluation, it was determined that the cassette was cracked and there were cuts on the sheeting on both sides of the cassette. The cassette leaked upon performing the leak functional test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.